Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose , diabetes ketoacidosis with blood glucose of 700 mg/dl at the time of hospitalisation. Time and date of hospitalization was (B)(6) 2017. The customer experienced symptoms nausea vomiting some abdominal pain. The customer was treated with insulin drip and syringes. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.